Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6) and a mobile # (B)(6). The device is available for investigation- it has not been received.

Event description:
The event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where the customer stated that the tubing was leaking at in line filter site during infusion. There was patient involvement, but no patient harm reported.